Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor was detected during seating or regular delivery alarm. Customer stated that there were two splitting cracks, one running from the back of the battery compartment while the other one from the corner section of the clip rail going down. Customer stated that insulin pump was exposed to water. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for an alleged critical device error 35 alarm, moisture exposure, and cosmetic damage (crack) on the battery compartment found on (B)(6) 2022. The device displayed a flashing medtronic logo after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, download the trace and history files using thump, or verify critical device error 35 alarm due to flashing display anomaly. The device was cut open to perform visual inspection. Corrosion and moisture damage were found on the electronic assembly (electrical board ), the keypad flex tail, motor, and force sensor. The flashing medtronic logo and download difficulty are due to moisture damage on the electronic assembly (electrical board). The force sensor zero offset is within specification (24.3 millivolt) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, stained serial number label, and pillowing keypad overlay. Flashing medtronic logo, download difficulty, moisture damage, and cosmetic damage are confirmed. Critical device error 35 alarm is unknown due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.